Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records are unavailable due to the lot number being unknown.

Event description:
A complication occurred during segment removal of the cataract. While working at high vacuum and using phacoemulsification the irrigation stopped flowing. The result was that anterior chamber collapsed and the phacoemulsification probe aspirated onto the endothelium while phacoing causing significant trauma to the area. The surgeon noted that the irrigation didn't engage at the start of the procedure but self rectified either side of the incident and worked on subsequent cases on the same list. The nurse said that she couldn't see any kink or any reason for irrigation to be blocked. She told me that she simply "moved" the tubing slightly from the side of the machine. Irrigation worked thereafter. The adverse event report indicated that the patient suffered acute corneal decompensation (severe) and a corneal transplant may be needed.